Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had clear fluid draining from the ipg pocket site. The physician drained the pocket and flushed the site with antibacterial saline. The physician did not suspect infection, as there was no reported redness or fever, and no cultures were taken.